Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while in use bd synapsys¿ has continuously given imprecise culture workups. This is a report of 1 occurrence. Results were not reported out to a clinician or patient. The following information was provided by the initial reporter actions taken regarding the initial problem: customer marks one isolate on a dish and instead of one isolate being removed 2 are. Further investigation is needed. Issue description: isolates disappear from the ID/ast list.

Manufacturer narrative:
H.6 investigation summary: his was logged against synapsys material #444150, serial #(B)(6). This is an unconfirmed failure of a bd product. The issue did not occur, and no further details were provided. Bd will continue to monitor for trends associated with this issue. The root cause was unable to be determined. Per baltrm-synapsys-aph revision 25, the hazard associated with this complaint would be no result/delayed result, which is an s2; reference ID 7. Complaints for application were under statistical control for the month of april. No trend was detected. DHR review is not required for stand alone software. Software operation (or functionality) is confirmed at time of installation.

Event description:
It was reported that while in use bd synapsys¿ has continuously given imprecise culture workups. This is a report of 1 occurrence. Results were not reported out to a clinician or patient. The following information was provided by the initial reporter. Actions taken regarding the initial problem: - customer marks one isolate on a dish and instead of one isolate being removed 2 are... Further investigation is needed. Issue description: isolates disappear from the ID/ast list.